Event description:
It was reported that during in-house engineering evaluation, the omnispan meniscal repair 27deg device fractured. It was initially reported that before a meniscal repair surgery, the omnispan meniscal repair 27deg device was opened but not used because the needle was deformed. A replacement gryphon p br ds anchor w/o device was used to continue the surgery, but the anchor broke. All broken parts were removed. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product was not returned to depuy synthes for evaluation, however a photo was provided for evaluation. Visual inspection of the returned photo found that the needle is completely out of its original packaging. The needle looks in used condition. The needle was found broken in half, traces of being deformed and forced. Ductile fracture of metal can be observed. The complaint is confirmed for the bent needle, however the out of the box failure is not confirmed. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 27deg would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to a mechanical overload that was applied on the needle leading to a ductile fracture; as per instructions for use (IFU); the proper steps for manipulation of the device are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.